Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The patient reported that the dentist did not use a rubber dam and only rinsed for a short time. Without proper isolation, the user exposed the soft tissue to the gluma desensitizer and improper rinsing technique would leave residual gdpg which would result in extended exposure to the oral tissues. Warnings and appropriate usage are clearly stated in the directions for use. Due to the aforementioned reason, CAPA measures are not recommended.